Manufacturer narrative:
Continuation of d10:  w1tr01 crt-p implanted: (B)(6) 2022  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) exhibited high threshold and a drop in r- wave. It was also reported by the clinician that the patient had arrhythmias with very irregular rates in the forties, eighties and nineties, which was below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate. It was further reported that there was potential right atrial (ra) lead undersensing that was triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times and resulted in inappropriate atrial pacing at times. It was noted that previously there was an ra lead position check failure. The rv lead, crt-d, and ra lead remain in use. No further patient complications have been reported as a result of this event.